Event description:
The customer stated, that he tested his blood glucose using his elite and contour meters. The elite read 170 mg/dl, while the contour read 74 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.